Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer's blood glucose ranged from 108-109 mg/dl. The customer reverted to manual injections for insulin therapy.